Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the cuff burst. The procedure was performed by a doctor.

Manufacturer narrative:
The device history record was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on march 19, 2021. The manufacturing process was reviewed, process and controls were found properly followed, including sub-assemblies, finished product assembly, packaging, and inspections performed to the product. There were no abnormal conditions found that could trigger the reported condition. There were no physical samples or photos received for evaluation. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine the root cause. If a sample is received at a later date, the complaint will be reopened, and the investigation will be updated accordingly. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. We will continue to monitor customer complaints and feedback notifications for any adverse trends that require immediate attention. This complaint will be used for tracking and trending purposes.